Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported he took 8 units of insulin and went to bed. He woke up with dyspnea and confusion. Paramedics were called and they administered two tubes of glucose. Customer stated that he was unsure if the meter had been coded properly, as this was the first time he used it. There were no adc freestyle freedom blood glucose readings provided.